Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover case unit. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing inspection of the returned device, it was found that there was a whitish foreign material resembling powder mixed with water was found inside the aw-tube and inside the aw-cylinder. Additionally, a brownish foreign material at the distal end which is most likely traces that remains from previous procedures and/or corrosion. The following findings were also identified and are as follows: the suction cylinder had no color. Due to a crack on scope connector case (sc-case) unit, water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The light guide lens had a crack. The distal end had residual liquid. Adhesive around the objective lens had discoloration. There was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii duodenovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, there was foreign matter found in the device air/water (a/w) cylinder and (a/w) tube. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.